Manufacturer narrative:
Concomitant medical products- architect reaction vessels, list 07c15-03, lots 000201033 and 000201260 an investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lots a and b (000201033 and 000201260) in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated ca 19-9 result when processing on the architect i2000sr. The following data was provided: sid (B)(6): initial result was 41.72 and retest result was 6.24 u/ml. The customer uses a cutoff of 37 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer or not. No impact to patient management was reported.